Event description:
The nurse removed the peripheral IV and a portion of the IV tip remained lodged under the patient's skin. The pt was transferred to radiology, which confirmed the presence of the IV tip. The tip was then surgically removed.